Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was taking long time to charge. Device was explanted and replaced. No further information was available.

Manufacturer narrative:
The reported extended charge time was confirmed in the laboratory. The device was tested on the bench and no anomaly was found. The hv capacitors were returned to the manufacturer for further analysis and an internal hv capacitor anomaly was found to be the cause of the reported extended charge time.